Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported the breathing bag on the apollo deflated and the patient was not able to be ventilated. The customer stated the o2 tanks were full and the flow meter and pgm were showing reading of o2. There was no injury reported.

Manufacturer narrative:
The investigation was carried out based on the available information and the evaluation of the electronic device logfile. Using this, the case could be reconstructed and no indications for a malfunction of the device in question were found. The case started at 10:45am using man/spont. The patient was connected between 10:55am and 11:00am and tidal volumes up to 225 ml were measured. Between 11:03am and 11:05am, the user switched several times between standby and man/spont. Due to the shortness of the ventilation episodes, no further usable ventilation data was recorded and for the same reason, no alarms were issued. At 11:05am, the user rebooted the device and aborted the following power-on-self-test. At 11:08am, a manual ventilation was started again. As no co2 was detected, most likely no patient was connected. At 11:14am, the device was powered off. Relevant internal and external leakages are detected during the leak test as part of the power-on-self-test. During use, based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms will be issued (e.g. Apnea, minute volume low, volume/pinsp not attained). On-site, a dräger service technician checked the device and the unit passed all tests. Finally, based on the logfile as well, no indications for a product malfunction were found. The restricted ventilation most likely was the result of a significant circuit leak or an inadequate setting of the apl valve (possibly set in spont position).

Event description:
Please refer to the initial-report.